Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient faced insertion device misfired and the cannula bent during insertion event on (B)(6) 2026 and patient experienced high blood glucose level and treated with correction injection via multiple dose injections